Event description:
It was reported that during a surgical procedure at the user facility blade vibration was observed. The procedure was completed with the same device without a delay; no adverse consequences or medical intervention were reported. It was confirmed that there was no unintended cutting as a result of this event.

Manufacturer narrative:
The reported blade vibration was confirmed by a manufacturer service technician through functional evaluation. Upon disassembly, a loose drive link was identified as the probable cause of the reported malfunction.